Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+1.5/015 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to the icl fell into the vitreous body during surgery. Reportedly the icl was removed during the vitrectomy. The cause of the event is reported as unknown.